Manufacturer narrative:
Uf/importer rpt num: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, the original intended procedure was the left arm brachiocephalic arteriovenous fistula (bc-avf) and removal of the pd (peritoneal dialysis) catheter when the surgeon went to remove the abdominal peritoneal dialysis (pd) catheter (as planned). The catheter was broken, and a large amount of it was left in the abdomen. Post-op, they reopened the previous port site and dissected and mobilized the catheter. The cuff was then dissected. They then removed the intra-abdominal component, although, of note, the coiled portion of the catheter was missing, and it appeared the catheter had been transected, leaving the coiled portion within the abdomen. The patient had been using the pd catheter successfully for a period of time. Therefore, it was really unknown how this happened. The catheter had not been used for over 3 months, and the patient did not have any abdominal symptoms. They felt it would be unwise to attempt a protracted operation in an effort to remove a small piece of coiled catheter in the pelvis, particularly I n an asymptomatic patient. They then continued the operation and removed the superficial cuff and the remainder of the catheter.